Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event, providing an example on (B)(6) 2025 at 1:32 pm est with an sg of 101 mg/dl and a bg of 548 mg/dl noted. After dms review, this information was confirmed as available in dms at the time of the event, and it was determined that no high glucose alert was received because the sg did not exceed the alert threshold. The user did not seek medical treatment and resolved the event by administering insulin; the user's hcp is not aware of the event, and the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.

Manufacturer narrative:
On january 11, 2026, senseonics was made aware of an incident in which the user reported a high glucose event. The user reported that at approximately 1:32 pm, the sensor glucose was around 101 mg/dl while the blood glucose was 548 mg/dl. No injury or medical intervention beyond self treatment was reported. Review of the data management system confirmed that at the reported time, the sensor glucose was below the user set high glucose alert threshold of 250 mg/dl. As a result, no high glucose alert was asserted, which was consistent with expected system behavior. The user did not seek professional medical treatment and resolved the event by administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for medical guidance. A related complaint was opened to evaluate the reported sensor inaccuracies. Review of sensor data prior to the event showed overall good agreement between sensor glucose and blood glucose values. Further review indicated trends consistent with calibrations that may not have been based on true fingerstick blood glucose measurements. The user was educated to enter only exact blood glucose meter values, obtained via fingerstick, when calibrating. The user acknowledged and agreed with the guidance provided. Review of subsequent data following this guidance showed that sensor glucose and blood glucose values were performing within expectations. No further investigation was required, and the case was closed.